Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that this damage was due to tensile forces, presumably during the surgery. Cuttings in the insulation were observed which resulted most likely from the explantation procedure. Blood penetrated the lead. With regard to the reported dislodgement, the analysis of the lead did not show any deviations. The values of the parameters measured during the mechanical analysis of the fixation mechanism after removing tissue from the lead tip were within the technical specifications. In summary, the lead's distal part was found bent, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right ventricular lead was exhibiting loss of capture and no pacing output. A revision procedure was performed and the lead was successfully repositioned. The lead subsequently dislodged and another revision procedure was performed to replace the lead. Tissue was encapsulated in the helix which made it difficult to retract. A replacement lead was implanted without further incident. No adverse patient effects were reported.